Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for cartridge and was using Humalog U-500 insulin with the pump. Tandem Customer Technical Support educated the customer to follow the proper air removal steps, and that Humalog U-500 insulin is off-label per the User Guide. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG level was addressed by increased physical activity, drinking water, and changing the infusion set and cartridge.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.